Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. The cause of the high lead impedance is unknown. No patient adverse events were reported. The patient underwent revision surgery during which both the lead and generator were replaced. It was reported that the surgeon was unable to visualize any problems with the lead during the surgery.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.